Event description:
It was reported that the procedure was to treat in stent restenosis in the left anterior descending (lad) coronary artery with heavy calcification and moderate tortuosity. The 3.0x12 mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance with the anatomy noted. The balloon was inflated three times to 14 atmospheres and ruptured. There were no adverse patient effects and there was no reported clinically significant delay in the procedure, a new device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.